Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a worn-out socket slider switch causing intermittent failure of the high-intensity node. In addition, the device evaluation found the lamp life had expired, the air pump made an abnormal sound, the front panel mouth had multiple chips and cracks, the bottom chassis and front panel chassis were corroded, and the top cover had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had snowy image, error b30. The issue was found during preparation for use. The unknown procedure was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty output connector. Olympus will continue to monitor field performance for this device.